Event description:
Device malfunction: detached tuohy borst adaptor, stretched stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure in the right superficial femoral artery, after a substantial amount of force was required to pull the outer shaft, only two rows of the jostent selfx stent deployed before the outer shaft could not be pulled any further. After an unsuccessful attempt to withdraw the stent delivery system, the tuohy borst adapter detached from the outer shaft when another attempt to deploy the stent was made. Subsequently, the stent was fully deployed when the outer shaft, devoid of the adaptor, was pulled with force. Although the stent was slightly stretched, it covered the complete lesion. Post dilatation was performed to completely oppose the stent to the vessel wall. There was no adverse patient effect reported. Though requested, there was no additional information.

Manufacturer narrative:
The device was received. Investigation is not complete.